Event description:
Additional information was received 03oct2023. Another manufacturer's 6-french, 10-centimeter introducer was used during the procedure, as well as an unspecified inflation device. The anatomy was not tortuous, calcified, or stenosed. The balloon ruptured upon the first inflation within a non-occluded lesion in the right brachial artery. Blood was not noted in the inflation device, and the balloon was not inflated within a stent. The balloon catheter was removed by itself.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available . This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during percutaneous transluminal angioplasty of a stenosed arteriovenous shunt, an advance 35 lp low profile balloon catheter's balloon ruptured when inflated below nominal pressure. Another balloon catheter was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received on 03oct2023. Another manufacturer's 6-french, 10-centimeter introducer was used during the procedure, as well as an unspecified inflation device. The anatomy was not tortuous, calcified, or stenosed. The balloon ruptured upon the first inflation within a non-occluded lesion in the right brachial artery. Blood was not noted in the inflation device, and the balloon was not inflated within a stent. The balloon catheter was removed by itself. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device instructions for use (IFU) states, ¿particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to balloon inflation pressure parameters indicated in the compliance card insert.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = address line 2: an nan dist postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during percutaneous transluminal angioplasty of a stenosed arteriovenous shunt, an advance 35 lp low profile balloon catheter's balloon ruptured when inflated below nominal pressure. Another balloon catheter was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.